Event description:
It was reported that a pta balloon ruptured (atm unk) after several inflations within a stent in the subclavian/innominate vein. The balloon catheter was unable to be completely retracted into the 7f introducer sheath. The sheath was upsized to 16.5f and the balloon catheter was able to be removed in its entirety. There was no bleeding or hematoma. There was no pt injury.

Manufacturer narrative:
The lot number was provided and the device history records are being reviewed. The device has been returned for evaluation. The investigation is currently underway.